Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The trunk cable was cut, damaging wires within the cable. The root cause for the cut cable was physical abuse. No adverse event resulted from the cut cable. The patient rec'd a replacement electrode belt.

Event description:
A (B)(6) male patient called zoll customer support to report that his electrode belt was damaged. Further investigation revealed that wires were exposed. The patient was issued a replacement electrode belt.